Event description:
It was reported that the device was used during a thoracic procedure (wedge resection.) After the third firing the device locked out and the release button did not release and open jaws. After several attempts the device released from the tissue. Another device was used to complete the case. There was no adverse consequence to the patient. One device is being returned. On what tissue type was the device used? Lung at what location on the tissue? Unk. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 3rd. During which stroke did the event occur? Unk. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Unk, but it does appear it was fired across something, due to damage to the cartridge. Were any unexpected noises heard? Once fired to remove, when trying to remove, the surgeon heard something break inside the device. Were any of the forces higher or lower than expected (closing, firing, or opening)? Firing. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes.

Manufacturer narrative:
(B)(4). One piece sled. One ec45a device was returned in good visual conditions and with a green cartridge present. The reload was received fully fired. Upon further inspection, it was noted that the cartridge deck and one piece sled were damaged. This damage is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. In addition the firing mechanism is compromise as the friction increases due to the object in the jaw; therefore it would be more difficult to fire and return the knife to the home position consequently making it difficult to open. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality in the straight and articulated positions with test cartridge reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Event could not be confirmed as the device opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.